Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was tested on an in-house system in normal mode, and error 319 was confirmed and replicated. The usm failed the fiber test prompting error 319. Inspection of the rolling loop was performed, and the rolling loop had tangled within the spar. The complaint was confirmed based on the field evaluation failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. An RMA was issued to evaluate the usm. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had an error 319 on arm 2. The customer already power cycled system and the error returned. The logs confirmed the error on the universal surgical manipulator (usm) itself. The tse guided the customer to hard power cycle the patient side cart (psc), but the error returned immediately. The tse informed the customer that the usm had to be replaced, but until the service the other arms were still functional. The customer asked for assistance on how to move arm 2 out of the way as the arm clutch did not respond before or after disabling arm 2. The tse informed the customer that the only way to move the arm was to gently apply force on the axis to move usm 2 out of the way. The surgeon would try to finish the procedure with 3 arms, but he requested a restoration of the system as soon as possible. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.